Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Field service engineer (fse) stated the mid standard solution dispense was uneven and causing bubbles. Fse replaced the mid standard solution roller pump tubing, realigned the dispense nozzles for buffer and mid standard solution, and cleaned the reference block which resolved the issue. (B)(4).

Event description:
The customer reported high ion selective electrode (ise) patient results on their au680 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for one patient.